Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to technical service (ts) to review device data; however, no data was provided to ts to review. At this time evidence suggests that the device is depleting prematurely and remains implanted. No adverse patient effects were reported. New information was received that technical service completed a disk data analysis, and was able to confirm a premature battery depletion (pbd). Ts provided recommendations for a device replacement in the near future. No adverse patient effects were reported. New information was received indicating a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis. A correction to the initial reporter field was updated. The initial reporter was a nurse and not a physician as previously stated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to technical service (ts) to review device data; however, no data was provided to ts to review. At this time evidence suggests that the device is depleting prematurely and remains implanted. No adverse patient effects were reported. New information was received that technical service completed a disk data analysis, and was able to confirm a premature battery depletion (pbd). Ts provided recommendations for a device replacement in the near future. No adverse patient effects were reported. New information was received indicating a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. The device has been returned and analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to technical service (ts) to review device data; however, no data was provided to ts to review. At this time evidence suggests that the device is depleting prematurely and remains implanted. No adverse patient effects were reported.